Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display on the roller pump was lost. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2018, the local display on the roller pump was lost during cpb. The roller pump was in the vent position on the heart lung machine (hlm). The vent is an ancillary pump on the hlm. The perfusionist stated that she continued the procedure by using the central control monitor (ccm) slider to adjust the flow. She was able to see the numerical flow output of the vent pump on the screen of the ccm. She did not exchange the pump during the procedure, but did so afterwards to get it repaired. This incident did not delay the continuation of the surgical procedure. There was no harm, nor blood loss associated with the event.

Manufacturer narrative:
The reported issue was not confirmed. Per data log analysis, the log has no events to indicate why the display turned off. It is possible the display turned off without logging anything. Likely cause would be the small display assembly or a connection to it. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. He installed a loaner pump. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for further evaluation.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to function properly with no loss of display.